Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula bent within 3 hours of insertion at abdomen on (B)(6)2024, which resulted in elevated blood glucose (543 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The infusion set was in use for 24 hours. It was also reported that the patient went to emergency room (ER) and stayed for 7 hours on (B)(6)2024 and received intravenous (IV) and fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007378 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked. The reference samples from the lot have been requested. Test results: visual test according to wi version 2 on the sample returned, 1 set failed the test. The soft cannula was found kinked at the tip and middle. Functional flow test 1 according to wi version 1 on sample returned, 1 set passed the test. Visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6007378 was manufactured according to the wi version 114 manufactured in the line 10, on 25/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007378 and no other complaint has been registered in database for the same lot 6007378 and malfunction code. A second query was run in database on 04/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007378 and no other complaint has been registered in database for the same lot 6007378 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. This complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the (B)(4). 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4).

Event description:
To date no additional patient or event details have been received.